Manufacturer narrative:
The lead remains surgically capped, thus will not be returned at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had intermittent loss of capture, as there was an occasional dropped beat on the EKG that could not be explained. Upon interrogation, the device had normal sensing and pacing behaviors, and there was nothing in the timing cycle that would suggest incorrect programming. The issue was not able to be identified. The rv lead was surgically capped/abandoned and replaced, and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.